Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump was received with missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. The pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test due to missing retainer. The pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to j7/pcb 1 during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the customer was changing the reservoir and battery then the screen went blank. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The customer stated that the contacts on the battery cap were neither missing nor damaged. The insert battery alarm displayed on the insulin pump screen. The customer stated that the contacts on the battery cap were neither missing nor damaged. The display returned after the insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.